Event description:
It was reported that the insulin pump alarmed motor error twice during bolus attempts. The customer did not know the blood glucose reading. Advised discontinuation of the insulin pump. The customer declined replacement of the insulin pump because he recalled that he had looked at the glucose graph during the bolus delivery process. He had been advised that doing so may trigger a false motor error. The customer stated that he would monitor the device and call back if needed. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.